Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) was getting poor ECG readings while using unit on level ii ECG setting. There was no patient invovlement.

Manufacturer narrative:
It was reported that observed that the cs300 intra-aortic balloon pump (iabp) was getting poor ECG readings. Getinge field service engineer (fse) confirmed ECG reading problem due to a faulty ECG cables. Customer had extra cables with them and are not in need of part replacement. All tests pass and are within manufacturer's specifications. Unit is cleared for clinical use. There was no patient involvement.

Event description:
N/a.